Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens within specifications. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. The lens was exchanged with a different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Manufacturer narrative: refractive surprise, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).